Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated alinity I stat high sensitive troponin-I result on the alinity I processing module, serial number (B)(6) . Through an extensive investigation, the fsr found the fitting kit, trigger_pre-trigger (rohs), part number 7-77664-02, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for three patients. The following data was provided (customer¿s normal range for male patients is <34.2 pg/ml, for female patients is <15.6 pg/ml): sample ID (B)(6) , male patient, initial result was 36.8, repeat, on another analyzer, was 5.6 pg/ml sample ID (B)(6) , male patient, initial result was 50.3, repeat was 10.8 pg/ml sample ID (B)(6) , female patient, initial result was 751, repeat was 78.2 pg/ml. There was no impact to patient management reported.